Event description:
It was reported that during device preparation and prior to use during testing on a pig anatomy, the 2.50 x 8 mm rx trek balloon dilatation catheter (bdc) was connected to an unspecified inflation device and while outside the anatomy the balloon immediately leaked. The device was not used. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency;